Event description:
The pump was received on (B)(6) 2024 and the complaint was also reopened on (B)(6) 2024. The complaint stated that the pump had an issue " power issue - device powers self off" without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Detail of the findings are available in section h of this MDR

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The pump was received on (B)(6) 2024 and the complaint was also reopened on (B)(6) 2024. Pump evaluation began on 3/1/2024. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. The reportability of this complaint was upgraded to "yes" due to this initial complaint code being categorized as MDR reportable according to protocol 6. Upon review of the pump's event log, there was an abrupt power off noted, seen below on event line 125. See the complaint in detail. Reported issue found, device not performing to specification.